Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day using the ilet pump experienced a blood glucose of 194 mg/dl after a meal announcement and sought to deliver a manual bolus, but was advised to allow the pump to correct the elevated glucose. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included user counseling on device use and confirmation that the system was operating as designed. Investigation of this case revealed no device malfunction and no component failure, with hyperglycemia likely related to early use and postprandial variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with no device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.